Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that calibration results were within expected ranges, and quality control results for level 1 were within the specified range. However, level 2 quality control results exhibited a 'sawtooth pattern,' with one result on (B)(6) -2022 being out of range. The issue was attributed to pre-analytical factors, as the customer had recently changed to a centrifugation unit with high rpm. No additional false positive complaints were reported after the centrifuge unit was replaced. Single false positive results are covered by the assay's specificity claim. The customer was advised to review pre-analytical processes, including sample collection and handling, and to follow the recommendations outlined in the method sheet. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false positive anti-hcv g2 elecsys cobas e 100 result for one patient sample tested on a cobas e411 disk analyzer. The initial test result for anti-hcv ii was 3.25 coi (reactive). The same sample was repeated on the cobas e411 disk analyzer, yielding a result of 3.05 coi (reactive). The sample was then tested on a cobas e602 analyzer, which produced a result of 3.40 coi (reactive). Additional testing using the tridot card and enzyme-linked immunosorbent assay (elisa) methods yielded non-reactive results. Testing with chemiluminescent microparticle immunoassay (cmia) on the minividas system also produced a non-reactive result. No polymerase chain reaction (pcr) or immunoblot testing was performed. No further results or patient outcomes were reported.